Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient was revised approximately 3 years post-op due to unknown reasons. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00585001202 - distal femoral component for cemented use only in the USA size b right - 61993695. 00588000200 - size 2 precoat cemented tibial component - 61906774. 00585002012 - articular surface with segmental hinge post size b 12 mm height - 61970863. 00585001295 - polyethylene insert size b - 61986664. 00585205014 - fluted stem extension straight precoat for cemented use only 14 mm diameter 130 mm length - 62032778. 00585204025 - stem collar 25 mm o.d. For use with 16 mm or smaller diameter segmental stems - 61960736. G2: foreign country: australia. H6: mechanical (g04) - stem. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.